Event description:
It was reported the implantable neurostimulator (ins) was not where it was supposed to be and it was not working. It was noted the ins was almost all the way up by the patient¿s waist now. It was further noted the ins was down lower on the patient¿s butt originally. The reporter stated they noticed the ins had moved a couple of weeks ago. The reporter further stated they had felt around and could not find the ins and then they found the ins way up by their waist. The reporter stated they kept ¿playing¿ with it thinking they could move the ins back to where it was supposed to be. It was noted the recharging unit was not connecting with the ins and the patient thought it was because the ins had moved. It was further noted the patient¿s healthcare professional (hcp) thought it was because the patient lost too much weight. It was noted the patient lost 10 pounds or more since (B)(6) when they had the ins replaced. It was noted the patient did not know what to do, but they did know they needed the ins. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).